Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the ipg site when charging. It was noted that the patient was having difficulty charging and the ipg site gets warm when charging. The patient underwent a pocket revision procedure and the ipg remains implanted. The patient was doing well postoperatively.